Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-apr-01 reporting that the fall occurred on about august 26, "19201." There was "difficulty without contact.' The issue was resolved at this time. There was no connection to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease. It was reported that the patient had a fall at one time and it looked like their back-stimulator kind of moved its position. No further complications were reported/anticipated.